Event description:
The manufacturer received information alleging an issue related to a CPAP/bipap device's sound abatement foam. Patient alleged cough, nasal irritation, sore throat. There was no report of serious or permanent patient harm or injury. The device was returned and passed all the test during evaluation